Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The implantable pulse generator (ipg) exhibited sensing issue where the electrograms (egm) were not available for all episodes, just the marker channels were noted. The lead was reprogrammed and atrial sensitivity was adjusted. It was also reported that the ra lead exhibited under-sensing at the current sensitivity. The patient had sinus/atrial tachycardia with 2:1 atrioventricular block. It was noted that the current programming settings show a prolonged paced atrioventricular interval (pav) and sensed atrioventricular interval (sav) which might be contributing for av dyssynchrony. The ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.